Event description:
Received letter from explanting surgeon stating the reason for explant was due to the loosening of the device. At the time of surgery, the surgeon stated that it appeared that the screws had not originally been put into solid bone but, on the periphery of the bone which allowed it to loosen rapidly after surgery.